Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive alinity I total b-hcg on a patient. Results provided: (B)(6) 2022 sid (B)(6) = 25.45 / < 2.30 iu/l no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alnty I total bhcg 200t, 07p51-20, and manufacturing site longford, ire in section d of this report to alnty I processing modu, 03r65-01, and to manufacturing site irving, tx for the new suspect device. MDR number 3016438761-2022-00248-00 has been submitted and all further information will be documented under that MDR number.